Event description:
It was reported that a balloon rupture occurred. A 10 mm x 2.75 mm wolverine coronary cutting balloon monorail was used to dilate the lesion and ruptured at 12 atmospheres. The procedure was completed with another manufacturer's device. No patient complications were reported and the patient post procedure condition was good.